Event description:
The customer stated that a falsely elevated architect ca19-9 result was generated. The patient had been running around 20-30 u/ml for the past 2 years. In (B)(6) a result of 1200 u/ml was generated. In (B)(6), the result dropped back down to 35 u/ml. The patient had rectal cancer originally and there is liver metastasis. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed an elevated architect ca 19-9 result. Information indicated that the customer was using the assay off-label (for diagnosis, not monitoring). Accuracy testing was performed using a retained kit of architect ca 19-9 lot 31111m500. Three runs were performed across three instruments. Panel members 1, 2, 3 and 4 were tested in duplicate. Panel calibration and control data were acceptable. One replicate of panel member 1 was found to be out of specification. Instrument troubleshooting was performed and no issues were identified. All other panel testing was acceptable. Field data analysis was performed using abbottlink data to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time and that the reagent lots included in the analysis (including the likely cause lot) read patient results consistently. Customer complaint data was reviewed and no non-statistical trends were identified. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 2k91-25 that has a similar product distributed in the us, list number 2k91-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.